Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI. Upn m365sc12320. Model sc-1232. Serial-lot (B)(6). Batch 581755.

Event description:
It was reported that the patient underwent a spinal cord stimulation system implant procedure. Two to three days later the patient lost sensation in his legs. The patient was admitted to the hospital and underwent a procedure in which the entire system was explanted. The physician assessed that the paralysis was procedure related. The explanted devices will not be returned as they were discarded at the facility. The patient was discharged from the hospital and was transferred to a rehabilitation facility.